Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing ipg site discomfort. Patient reported recent trauma/ weight loss and the pain started at that time. As a result, surgical intervention may occur.